Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. There was no impact to the customer's blood glucose level. Customer changed pump supplies to resolve the issue.